Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sp2 tibial radel impactor 258111000/sy0514 and sp2 steinmann pin inserter 966505/j1108 were reported for unknown reason. No surgical delay. Examination of the submitted impactor confirmed the device was fractured into two pieces along the initiation slot that connects with the universal handle.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.